Event description:
It was reported the stent inadvertently deployed. A 8mm x 80mm x 130cm innova stent self expanding was selected for use in a common iliac artery occlusion procedure. The patient's right femoral common artery was punctured and sim catheter angiography, via contralateral approach, showed long segment occlusion of the left common iliac artery. A v-18 guidewire was inserted into the left femoral master puncture of the patient. The left common iliac artery was dilated. The angiography showed blood flow, but the blood flow was not smooth. An amplatz guide wire was exchanged along the right femoral common and a 8mm x 80mm x 130cm innova self-expanding stent delivery system was inserted along the guide wire via a contralateral approach. However, the stent inadvertently deployed while outside of the patient. The yellow safety buckle and blue pulling shaft were not moved, so the stent could not be withdrawn into the sheath. The stent could not be released. The innova was replaced with a new device, same model. The procedure was successfully completed. There were no patient complications reported.

Manufacturer narrative:
Device returned and evaluated by manufacturer. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 12mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages and the pull rack and yellow thumbwheel lock was still in the manufactured position.

Event description:
It was reported the stent inadvertently deployed. A 8mm x 80mm x 130cm innova stent self expanding was selected for use in a common iliac artery occlusion procedure. The patient's right femoral common artery was punctured and sim catheter angiography, via contralateral approach, showed long segment occlusion of the left common iliac artery. A v-18 guidewire was inserted into the left femoral master puncture of the patient. The left common iliac artery was dilated. The angiography showed blood flow, but the blood flow was not smooth. An amplatz guide wire was exchanged along the right femoral common and a 8mm x 80mm x 130cm innova self-expanding stent delivery system was inserted along the guide wire via a contralateral approach. However, the stent inadvertently deployed while outside of the patient. The yellow safety buckle and blue pulling shaft were not moved, so the stent could not be withdrawn into the sheath. The stent could not be released. The innova was replaced with a new device, same model. The procedure was successfully completed. There were no patient complications reported.